Event description:
It was reported that the chair exit alarm was not alarming due to a broken/damaged cable. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.